Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of "temperature cath-poor temperature control - higher than expected." Device technical analysis: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. A picture of the device was provided to bsc, and the upn was able to be confirmed from the picture. Device history record review: the lot number was not reported and therefore a manufacturing batch record review could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a review of the intellanav stablepoint open-irrigated device was completed and confirmed that the event of "temperature cath-poor temperature control - higher than expected" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of "cause not established". The reason for the alleged observation could not be determined.

Event description:
It was reported that at the start of the ablation, it was noted that the device was not lowering the temperature. During a procedure, an intellanav stablepoint open-irrigated catheter was used. At the start of the ablation, it was noted that the device was not lowering the temperature. Another of the same device was used, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that at the start of the ablation, it was noted that the device was not lowering the temperature. During a procedure, an intellanav stablepoint open-irrigated catheter was used. At the start of the ablation, it was noted that the device was not lowering the temperature. Another of the same device was used, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Block d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.